Event description:
It was reported that the patient called to report feeling a "terrific electric shock" while sitting on her bed. She stated she thought the shock came from her pacemaker. She questioned if it may have been related to the "hot rock therapy" or her "(B)(6) adjustable bed." Her transtelephonicmonitor (ttm) indicates pacemaker appears to be working fine. Follow up information with the physician office indicated that the patient did contact them, but there was no mention of the shock. The patient will be seen in a couple of months. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.